Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device serial number was not provided by the customer. Will provide upon the follow up report.

Event description:
It has been reported that the AED did not pass self diagnostic check